Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that on (B)(6) 2016, one mitraclip was successfully implanted in a patient with mixed, functional and degenerative mitral regurgitation, grade 3+, reducing the mr to 1+. Leaflet assessment was performed satisfactory and the clip was well seated. During the 30 days follow-up, the patient expressed experiencing shortness of breath for 2 weeks. Per echocardiogram, the clip had detached from the posterior leaflet and remained attached to the anterior leaflet, a single leaflet device attachment (slda). The mr had increased to grade 4+. Reportedly, there was no tissue damage due to the slda. On (B)(6) 2016, another mitraclip procedure was performed, placing 2 mitraclips without issue and reducing the mr to 2+. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the reported patient effects of dyspnea and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in inadequate leaflet insertion and contributing to the slda; however, this cannot be confirmed. The reported patient effect of worsening mr appears to be a result of the slda, and the dyspnea was likely a symptom of the increased mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.